Manufacturer narrative:
(B)(4). Batch # n90j72, n90l27. The analysis results of the flr02 found that it was received with the retractor torn and the iris seal of the hap02 device was torn. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated horizontally 360º around the upper ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, opened the packing, found the sheath of flr02 was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.